Event description:
During a device upgrade, soon after the physician performed incannulation of the cononary sinus with the cps catheter, a vein dissection occurred after a venography using a swan ganz catheter with the patient. A cardiac tamponade was observed via echo. Physician stopped the implant as soon as patient worsened and performed clinical emergency procedure. One hour of CPR was performed, however patient expired. Uncertain if tools or implant technique caused the tamponade.

Manufacturer narrative:
No medwatch form was received.